Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached. There was no information reported as to whether the cap was retrieved. The number of joules was not reported. No patient injury was reported. The device was not returned for evaluation.